Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, there was no flow to the cooling tank. There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed. The unit was in long term storage. The fsr replaced solenoid valve to repair flow to cooling tank and checked operation of the unit. The unit operated to the MFR's specifications and was returned to clinical use. The suspect part is being returned to the MFR for further eval. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.